Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 26-aug-2025, the user reported that their ilet pump screen would not turn on, showing only a black screen except when placed on the charger. The device was also not connected to a continuous glucose monitor (cgm). The user was advised to contact customer care for troubleshooting. An agent attempted follow-up, but the user was not available, and a voicemail was left. Blood glucose (bg) was not affected. No symptoms or medical intervention were reported during the event.